Event description:
The device was used during a lap cholecystectomy. It was reported the applier was spitting out unformed clips. A second applier was pulled to complete the case. No consequence to the pt.